Event description:
It was reported when using the bd pyxis¿ medstation¿ es stuck on white screen with a message "a fatal error has occurred on the underlying data source". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was low disk space. The technical support specialist applied ka 000015110 and removed several giga bytes of structured query language dump files to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.